Event description:
It was reported that the practitioner was called in the morning regarding a "defective peripherally inserted central catheter (PICC)" by a nurse in the intensive care unit. The pt had a 5 fr two lumen power injectable PICC inserted. The nurse stated yesterday that she noticed the "port" was separated from the catheter. When investigated, it was found that the pink hub was missing from the catheter. The catheter was clamped right below the missing portion. Tegaderm had also been wrapped around the catheter. The nurse was advised that the catheter would have to be replaced and to notify the md.

Manufacturer narrative:
(B)(4).